Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that insulin pump had keypad anomaly. Customer's blood glucose level was 150 mg/dl. Customer reported that keypad numbers are not ramping on their own and scroll bar was not moving with no input. When customer is looking at her graph and pressing the buttons consistently sometimes it stops and then the time on the graph advances. Troubleshooting was performed for the keypad anomaly. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).